Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument was able to be recognized by the system and passed a instrument recognition test. Failure analysis investigation also found the instrument main tube had deep scratches. The scratches were found at the distal end of the instrument with measurements of .100 x .026. The deep scratch damage was likely due to mishandling/misuse. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the fenestrated bipolar forceps instrument was not able to be recognized by the system. No missing or fallen pieces were reported.